Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulations with high thresholds after a new device implant. The physician suspected a micro-dislodgement. An x-ray was performed and did not show any dislodgement. The physician elected to explant and implant a new lead in a different branch. The phrenic nerve stimulations were resolved with the new lead and the patient was stable.

Event description:
Additional information received indicated that the patient experienced chest pain/discomfort due to phrenic nerve stimulation related to lv lead migration.

Manufacturer narrative:
Analysis was normal. No anomalies were found.